Manufacturer narrative:
Investigation / evaluation: as reported, during an angiogram, the tip of a flexor ansel guiding sheath separated in the patient upon removal of the device from the groin. The access site was scarred and calcified. Resistance was reported on both insertion and removal of the device. The physician was reportedly removing the sheath in order to "dilate up" so the sheath would go in easier. As the device was removed, with the dilator in place, the tip separated inside the patient. The patient was transported to the hospital and the separated portion of the device was surgically removed. The patient is reportedly doing well. A review of the complaint history, device history record, documentation, drawings, instructions for use, manufacturing instructions, quality control data, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) lists the intended use for this device ss ¿to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ the IFU instructs the user to choose a sheath size large enough to accommodate the maximum outer diameter of any device used through the sheath, to ensure compatibility of the devices. In addition, the IFU states that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also instructs the user to maintain sheath position when inserting, manipulating, or withdrawing a device through the sheath. The investigation conclusion could not establish a definitive cause, but a potential cause can be attributed to the patient's anatomy as the physician reported that the patient had a lot of scar tissue and calcium at the groin site where the sheath broke. Appropriate measures have been initiated to address this failure mode. A CAPA was opened in response to an increase in flexor sheath separation complaints from 2018 to 2019 and is currently ongoing. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation = office manager. (B)(4). The separated portion of the device was removed surgically. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram, the tip of a flexor ansel guiding sheath separated in the patient upon removal of the device from the groin. The access site was scarred and calcified. Resistance was reported on both insertion and removal of the device. The physician was reportedly removing the sheath in order to "dilate up" so the sheath would go in easier. As the device was removed, with the dilator in place, the tip separated inside the patient. The patient was transported to the hospital and the separated portion of the device was surgically removed. The patient is reportedly doing well. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.